Event description:
Customer reported, receiving an error 6 message on his precision xtra meter a month ago and contacted his supplier to assist him in getting replacement batteries for his meter. He reports, the supplier made no attempt to transfer the call to adc customer service but "promised to send a battery out". The customer has not been testing as he was waiting to receive the replacement batteries. He did not receive the replacement batteries and reports experiencing symptoms of hyperglycemia, losing consciousness and having a seizure. Subsequently, he reports an ambulance transferred him to a local hospital where he was diagnosed with hyperglycemia and admitted to the intensive care unit with a blood glucose level of 1200mg/dl. He was treated with an intravenous infusion of unknown type and remained in the hospital for one week. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back and a follow-up will be submitted once results are available.